Event description:
On (B)(6), 2012, the patient was implanted with four gore® excluder® aaa endoprostheses. On an unknown date, follow-up imaging identified a proximal type I endoleak on the trunk-ipsilateral leg component, with aneurysm enlargement of 1cm. It was reported the cause of the endoleak was due to loss of wall apposition. On an unknown date, the devices were explanted. The patient tolerated the procedure.

Manufacturer narrative:
The device complaint or problem cannot be confirmed with the provided information. The review of the manufacturing paperwork verified that these lots met all pre-release specifications. Additional devices implanted and involved: pxl161407/10193491, pxl161407/10373896, and pxa320400/9328486. The patient¿s medications include: amlodopine, tramadol, altoprev, isosrbide, atenolol, aspirin, atenolol, plavix, enalapril, omerprazole, zantac, and pravastatin.

Event description:
On (B)(6) 2012, the patient was implanted with four gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. On an unknown date, follow-up imaging identified a proximal type I endoleak on the trunk-ipsilateral leg component, with aneurysm enlargement of 1cm. It was reported the cause of the endoleak was due to loss of wall apposition. However, the cause of the loss of wall apposition is unknown. On (B)(6) 2014, it was reported on the four gore excluder aaa endoprostheses were explanted and the patient tolerated the procedure.